Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software was disabled. Customer¿s blood glucose value was 95 mg/dl. Reportedly, the issue was resolved following a pump reset.